Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro2 was working intermittently, it was powering on and off. It was reported that it was shutting on and off like a short circuit, not likely from the safety mechanism. The cord was changed out, but it continued to short. A vasoview 7 was used to complete the procedure. There were no patient effects. The product is returning. A follow-up call with the reporter on (B)(6) 2011 clarified that the biomed representative believes the intermittent problem resulted from an improper connection of the power supply cord to the wall, and that there was no malfunction with the devices.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the power supply. A pre-cautery test was performed on the device with a hemopro 2 tool, cable, and adaptor. The device passed the pre-cautery test; the device produced energy and steam. Based upon the functional test, the reported failure, "intermittent power" could not be confirmed. The device was sent to the original equipment manufacturer for further testing. (B)(4).